Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty grasping the leaflets. The reported tissue injury (perforation of the posterior leaflet) appears to be due to the multiple grasping attempts due to the difficulty grasping. The reported unexpected medical intervention was a result of case specific circumstance. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 july 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Xtw (lot: 40416r1042) was chosen for implantation. There was a lateral anterior flail. During positioning, grasping the posterior leaflet was not possible. On each closing attempt the leaflet slipped out. After approximately five attempts, a perforation of the posterior leaflet was observed. The xtw (lot: 40416r1042) was then implanted centrally and another mitraclip (lot: 40327r4068) was placed lateral to the perforation. The procedure ended with mr unchanged grade 4.